Event description:
It was reported that stent was not visible under fluoroscopy. The target lesion was located in the severely tortuous and moderately calcified iliac artery. A 9x80x120 epic iliac stent was advanced for treatment. However, the stent was not deployed well as the stent strut was difficult to see under the fluoroscopy. Eventually, the stent was fully apposed to the vessel wall and the procedure was completed. Ther were no patient complications reported.